Event description:
The customer observed non-reproducible vitros trop I es results for a single patient sample on the vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient results were questioned and there were no allegations of harm as a result of this event.

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros eci or trop es reagent malfunctioned. The customer was found not following the sample collection tube manufacturer's recommendations for centrifugation force. The definitive root cause of the non-reproducible trop I es patient result is unknown, however, pre-analytical sample handling cannot be ruled out.